Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since starting on the pump, the customer has experienced elevated blood glucose (bg) levels in the 200-300 mg/dl range. The customer has delivered boluses, some of which lowered bg level and others did not. At the time of the call, the customer's bg level was 140 mg/dl. The customer believes that the elevated bg level is stemming from the infusion set and stated that the infusion set "does not work". However, the customer did not provide a specific reason. The customer also stated that they are using the same pump settings from their previous pump. A recommendation was made for the customer to consult with the healthcare provider regarding pump settings.

Manufacturer narrative:
Brand name, common device name